Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device visual and microscopic evaluation revealed that the proximal contact and the delivery wire were kinked, most likely due to the handling of the device during use. The mail coil was found to be broken/fractured, stretched protruding from the introducer sheath and its suture was damaged. Procedural fluid was observed on the device which indicated that insufficient flush was used during the procedure. The functional testing could not be performed due to the condition of the returned device. Information from the complained confirmed that the device was in good condition prior to use and the flush used during procedure was intermittent. It is likely that the damage to the main coil was sustained during advancement when the continuous flush was not maintained and the device performance was compromised. The device direction for use (dfu) states the following: "in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between the femoral sheath and guiding catheter, the 2-tip microcatheter and guiding catheters, and the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil". Therefore, based on device analysis and information available, an assignable cause of use error has been assigned to this investigation.

Event description:
Analysis of the returned product revealed that the main coil was broken. There was no clinical consequences reported due to this event.